Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information, with the caller being advised to continue using the pump and to call back if the malfunction code recurs.